Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/01/2004, the pt contacted lifescan and reported that her one touch ultra meter was not powering on. Medical affairs specialist (mas) attempted to contact the pt on 11/03/2004 and left a message for her. There was no response back. A letter will be sent to the address provided. The last time the pt was able to test on the meter was on a week earlier. During troubleshooting with the customer care rep, it was verified that she was using the correct test strips and that the batteries were installed correctly. The batteries were last replaced less than one yr ago. She had contacted a medical professional for advice since she was experiencing symptoms of "high blood sugar". It is unk as to exactly which symptoms she was having. She was tested on another one touch ultra meter with a result of "400+". Mas was attempting to find out if this was a dr's meter or if it belonged to the pt. A serial number for the meter was not provided. Based on the info provided, there is no indication that the pt experienced injury due to the meter. However, there is info to suggest that the meter malfunctioned and that it meets the criteria for a medical device reportable. A replacement meter was sent to the pt.